Manufacturer narrative:
(B)(4). Concomitant medical products: 239260 m2a-magnum 12/14 tpr 42-50 +6 713300. 157450 m2a-magnum mod hd 50mm 687390. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10989. 0001825034-2017-10991. Reported event was confirmed by review of medical records and evaluation of complaint sample. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. One m2a-magnum mod hd sz 50mm item# 157450 lot# 687390, one m2a-magnum 12/14 tpr 42-50 +6 item# 239260 lot# 713300, one omni stem, one stem insert 0 degree, one liner item# unk lot# 538980, and one ceramic head unk item/lot were returned and evaluated. Upon visual inspection there was a stem insert stuck in the head and taper insert that could not be removed. There is visible black debris on both the stem inserts that were returned. There was some scuffing on the od of the mod hd. The ceramic head was returned inside of the liner with the liner showing indentation on the od. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a bilateral patient underwent right total hip arthroplasty and was revised due to pain and elevated metal ion levels. A pseudotumor was found during the revision. Attempts have been made and additional information on the reported event is unavailable.